Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple inappropriate shocks and presented in the emergency department. It was noted that the shocks resulted from lead noise over-sensing. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during, and after procedure.